Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot a review of the receiving inspection (ri) for fen open long cannula int was conducted identifying that lot number lc37008 was released in a single batch. Batch 1: lot qty of units were released on 01 jun 2021 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a lombar arthrodesis procedure. The expedium cortical fix screws were inserted. Each alignment guide was fully threaded into the head of the screw but the expedium canula was not connecting. The surgeon did not apply any excessive pressure on the canula, and the distal part of the canula bent or broke anyway. Five (5) cannulas were used: three (3) bent at the distal part, and two (2) broke. No patient consequence was reported. This report is for one (1) expedium spine system fenestrated screw open cannula 16g x 160mm. This is report 4 of 6 for (B)(4).